Manufacturer narrative:
Initial reporter phone: (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513715m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient's blood pressure decreased and tamponade occurred toward the end of the procedure. After 2 hours since entered, when pulmonary vein isolation and cti ablation was ended cardiac tamponade was noticed. Pericardial drainage was performed and tamponade resolved. The patient was discharged from the room. When pulmonary vein isolation and cti ablation were completed, blood pressure decreased. Before performing cti, dr commented that cardiac shadow movement was poor. The physician commented that I was told to look for a place with high contact force in isitag. The doctor said it was around 60 g, not enough to make a hole. It was unknown when the perforation occurred. Error 105 was noted. Smart touch sf catheter was not displayed by magnetic sensor error. Cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. This adverse event was discovered during use of biosense webster products in the ablation phase of the procedure. The physician¿s opinion is unknown. Patient condition was reported as improved. Ablation was performed prior to noting cardiac tamponade and there was not a steam pop. The force issue is not MDR-reportable. However, since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.